Event description:
It was reported that a farawave 35 mm during an atrial fibrillation (a fib) procedure was difficult to withdraw and the spline got bunched inside the patient's body, making the device difficult to manipulate and causing impossible retraction into the sheath. The physician decided to take a 35mm because the patient had left common trunk, the left atrium was dilated, and the right veins were big. We did the ablation of the right superior pulmonary vein. Then, we did the ablation of the superior branch of left common trunk. The catheter was fine. Then the physician found the inferior branch of left common trunk with the guide wire. He tried to deploy in flower, but we had petals in the vein. Then, he tried to re position the catheter. By turning it, and alternating in flower/basket position, we had an inversed spline stuck in the guidewire. The physician tried to close the catheter, but it was stuck. Finally, he had to remove everything from the patient because we couldn't retract the catheter in the sheath. No patient complications were reported. The device is retained by the costumer.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts are in progress to try and retrieve additional details regarding the reported event, but further information was unable to be obtained as of yet.

Event description:
It was reported that a farawave 35 mm during an atrial fibrillation (a fib) procedure was difficult to withdraw and the spline got bunched inside the patient's body, making the device difficult to manipulate and causing impossible retraction into the sheath. The physician decided to take a 35mm because the patient had left common trunk, the left atrium was dilated, and the right veins were big. We did the ablation of the right superior pulmonary vein. Then, we did the ablation of the superior branch of left common trunk. The catheter was fine. Then the physician found the inferior branch of left common trunk with the guide wire. He tried to deploy in flower, but we had petals in the vein. Then, he tried to re position the catheter. By turning it, and alternating in flower/basket position, we had an inversed spline stuck in the guidewire. The physician tried to close the catheter, but it was stuck. Finally, he had to remove everything from the patient because we couldn't retract the catheter in the sheath. No patient complications were reported. The device is retained by the costumer.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Updated field h6 device codes: a150208 - entrapment of device added per new information received.

Event description:
It was reported that a farawave 35 mm during an atrial fibrillation (a fib) procedure was difficult to withdraw and the spline got bunched inside the patient's body, making the device difficult to manipulate and causing impossible retraction into the sheath. The physician decided to take a 35 mm because the patient had left common trunk, the left atrium was dilated, and the right veins were big. We did the ablation of the right superior pulmonary vein. Then, we did the ablation of the superior branch of left common trunk. The catheter was fine. Then the physician found the inferior branch of left common trunk with the guide wire. He tried to deploy in flower, but we had petals in the vein. Then, he tried to re position the catheter. By turning it, and alternating in flower/basket position, we had an inversed spline stuck in the guidewire. The physician tried to close the catheter, but it was stuck. Finally, he had to remove everything from the patient because we couldn't retract the catheter in the sheath. No patient complications were reported. The device is retained by the costumer.

Manufacturer narrative:
Upon device return and inspection, there were small bents in the splines of the catheter. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and device was deployed to basket and flower position with no unusual resistance noted. No resistance felt when inserted the guidewire and when tried to insert through a sheath, it was able to advance and withdraw. The costumer attached two pictures where it is possible to observe that the catheter cage was stuck in the farawave tip, however, this could have been caused by removing the device without performing a complete undeployment. The no problem detected code was selected for the reported allegation of difficult to withraw and guidewire stuck. The allegation was unable to be confirmed, and no evidence or abnormalities were observed during the analysis. Regarding the spline bunching, unintended use error caused or contributed to event as it was likely that the damage in this location potentially occurred when the catheter was withdrawn from the faradrive without been completely undeployed which was from the interaction with this other device.